Event description:
Reportedly, during the follow-up performed on (B)(6) 2012, at the first interrogation no data was available in aida memory, except the table of av blocks. On the subsequent interrogation, data corresponding to the events recorded between the two interrogations was stored.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis pending.